Event description:
The cypher us rx 2.50 x 28 failed to cross the target lesion. No pt injury reported. When the prod was returned, a flare at the proximal end of the stent was noticed. Follow-up determined that this occurred during the procedure.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.